Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient implanted for failed back surgery syndrome and spinal pain. The hcp reported that the patient was seeing a ¿bunch of symbols¿ on their patient programmer. The hcp mentioned that they are trying to get the implantable neurostimulator (ins) turned off so that the patient can have an MRI of their eye due to an infection following their recent cataract surgery. Technical services then called the patient to get further information on what the patient was seeing on their programmer. The patient stated that they saw a poor communication screen on their programmer, and an end of service (eos) message on their recharger. It was reviewed that eos means the device is off and no longer providing therapy. It was noted that the patient had pressed a different pattern of buttons the last time they recharged, and it was determined that the patient had initiated a physician reset mode (prm), and is now seeing eos. It was stated that the patient last saw the manufacturing representative in may 2017, but it was not determined when the prm instructions were provided to the patient. No trauma or falls were reported, and there was no allegation or dissatisfaction with the ins longevity. The patient was meeting with their managing healthcare provider and manufacturing representative at the end of the month to determine the next steps. No further complications or patient symptoms were reported.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3550-29 , serial# unknown, product type: accessory. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the company representative (rep) reporting that the ins was replaced due to normal battery depletion. The outcome was reported as recovered without sequela.

Manufacturer narrative:
Continuation of medical devices: product ID 3550-29, product type accessory. The ins was received with no telemetry and no output from any electrode pair. Telemetry was restored after a full physician mode recharge. After telemetry was restored and a full normal recharge, the ins passed functional testing. According to the trace report taken from the ins, the last recharge while implanted took place on (B)(6) 2017 and the battery was charged to 2.590 volts. On (B)(6) 2017 the battery had depleted to the "lock" mode (<(><<)>3.575 volts). Subsequently, the battery depleted to an over discharged state prior to being received for analysis. It was determined that the battery capacity was reduced due to overdischarge. The result code and the conclusion code no longer apply. If information is provided in the future, a supplemental report will be issued.